Event description:
It was reported that when the foley tray was opened, the tip of the foley catheter balloon was shaped like a cheese. Per follow up information received via ibc on 20jun2025, stated that the tip of the balloon is curved in a chevron shape.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that when the foley tray was opened, the tip of the foley catheter balloon was shaped like a cheese. Per follow up information received via ibc on 20jun2025, stated that the tip of the balloon is curved in a chevron shape.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (5) photo samples. The first photo was a top view of the 2-way catheter and drain bag and returned syringe. The second photo was a top view of just the 2-way catheter. The third photo was a zoomed in view of the bend in the tubing of the catheter near the balloon. The fourth photo of the inflation cap with batch # ngju0237. The last photo was of the tray labeling with the batch # mykn3237. Received 1 all silicone foley catheter attached to the drainage bag. Verified material number 2758j14 and manufacturing lot number ngju0237. Visual inspection noted the catheter balloon was curved. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.